Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment and damage occurred. The target lesion was located in the right coronary artery (rca). A 4.00 x 24 synergy ii drug-eluting stent was advanced to treat the lesion. However, during the procedure, the device interacted with the distal edge of a non-bsc guide extension catheter and the stent came off. The stent delivery system (sds) was removed from the guide catheter before it was actually noted that the stent was no longer on the sds and that it remained on the wire in the rca. Subsequently, a second wire was introduced distal to the dislodged stent, and a balloon was brought over that wire and distal to the stent. The balloon was inflated and was used to pull the stent back to the guide catheter and then into the sheath. However, the stent deformed longitudinally at the distal end of the sheath and the physician had to use a snare to trap the stent and the entire system was removed. No further attempts were made to stent the vessel. No patient complications were reported and the patient's status was fine.